Manufacturer narrative:
The insulin pump was received with blank display due to interface board broken solder joint. Analysis was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The drive support disk was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 176 mg/dl at the time of incident. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after cleaning the battery cap and inserting a new battery. The customer stated that the insulin pump might have been dropped. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.